Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2012-00084. It was reported the pt (B)(6) is unable to increase the stimulation for any of her programs. The alleged issue began following the implantation of a new lead in early (B)(6) 2012. A diagnostic test was taken; however, the impedance measurements were within specifications. Efforts to resolve this matter via programming have yielded limited success. The pt is currently utilizing programs issued during her last programming session and will continue to work with her pain management team regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.